Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. In addition, it was reported that there was an undefined issue with the pump history. Customer's blood glucose level ranged from 180-181 mg/dl. Reportedly, customer continued using pump for insulin therapy.